Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care provider (hcp) of a clinical study regarding a patient who was implanted with a neurostimulator for parkinson's dual and movement disorders. It was reported that the patient presented to the ER to due left leg pain secondary to recurrent falls. The diagnostic methods included the patient's significant other reporting the event that resulted in the confirmation that there were no fractures; however, the possibility of pneumonia was noted on (B)(6) 2017. The etiology was noted as unlikely related to the device/therapy and not related to the implant procedure; an etiology of "pd disease progression" was noted. The actions/interventions taken to resolve the event included increasing the patient's dopa medication on (B)(6) 2017; the event resulted in an in-patient hospitalization. The event was considered resolved without sequelae on (B)(6) 2017. No further complications were reported/anticipated.

Manufacturer narrative:
Patient code (B)(4) was added. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a health care provider (hcp) of a clinical study via a manufacturer representative (rep). It was reported that the patient's baseline weight was (B)(6). It was then clarified that the symptom of leg pain is what led to the patient being hospitalized. No further complications were reported/anticipated.